Event description:
Inflammation in each knee/inflammation in right knee [injection site joint inflammation] ([effusion (r) knee], [swelling of r knee]). Case narrative: based on additional information received on 15-jul-2019, the case which initially assessed as non-serious was updated to serious due to event inflammation in each knee /inflammation in right knee (intervention required). This case is cross referred with the case (B)(4) (multiple devices). Initial information received on 28-jun-2019 regarding an unsolicited valid serious case received from a physician from spain. This case involves a 57 years old female patient (60.1 kg), who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and experienced inflammation in each knee/inflammation in right knee (latency 1 day). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection, dose of 6ml with once frequency (lot - 8rsl046, jul-2021) for osteoarthritis in right knee. On (B)(6) 2019, after latency of 1 day, patient experienced inflammation in each/right knee and swelling in right knee. On an unknown date in (B)(6) 2019, the synovial fluid was removed and naproxen was given. Treatment included arthrocentesis, corticoids and cold for inflammation in right knee and swelling in right knee. The patient was better but still with anti- inflammatory treatment. No further information was provided. The synovial liquid analysis was performed on (B)(6) 2019. It was found negative for bacteria and fungus. The crystals (polarized light microscopy) were not detected. No growth was observed in the culture and it was found negative for fungus. No gram stain micro-organism was observed. Action taken: not applicable. Corrective treatment: synovial fluid was removed, naproxen, arthrocentesis, corticoids and cold given for had inflammation in each knee / inflammation in right knee. Outcome: recovering/resolving . A product technical complaint was initiated on 08-aug-2019 for synvisc one. Batch number: 8rsl046 global ptc number: (B)(4). The production and quality control documentation for lot 8rsl046 expiration date (2021-07) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on lot number, batch review and lot number frequency analysis for lot number 8rsl046 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assessed the possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review did not indicate any safety issue. As of 08-aug-2018 there is 1 complaint on file for lot number 8rsl046: (1)adverse event report. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if CAPA was required. Additional information received on 11-jul-2019 from physician. Symptom of synovial fluid was removed added. Corrective treatment added. Indication of suspect drug updated. Clinical course updated and text amended accordingly additional information received on 15-jul-2019 from rheumatologist. Verbatim of event inflammation in each knee /inflammation in right knee updated. Based on additional information received, case updated to serious. Indication of suspect drug updated. Lab data updated. Clinical course updated and text amended accordingly additional information received on 08-aug-2019. Investigation summary received and ptc results added.

Event description:
Inflammation in each knee/inflammation in right knee [injection site joint inflammation] ([effusion (r) knee], [swelling of r knee]). Case narrative: based on additional information received on (B)(6) 2019, the case which initially assessed as non-serious was updated to serious due to event inflammation in each knee /inflammation in right knee (intervention required). This case is cross referred with the case (B)(4) (multiple devices). Initial information received on 28-jun-2019 regarding an unsolicited valid serious case received from a physician from (B)(6). This case involves a (B)(6) year old female patient ((B)(6)), who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and experienced inflammation in each knee/inflammation in right knee (latency 1 day). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection, dose of 6ml with once frequency (lot - 8rsl046, jul-2021) for osteoarthritis in right knee. On (B)(6) 2019, after latency of 1 day, patient experienced inflammation in each/right knee and swelling in right knee. On an unknown date in (B)(6) 2019, the synovial fluid was removed and naproxen was given. Treatment included arthrocentesis, corticoids and cold for inflammation in right knee and swelling in right knee. The patient was better but still with anti- inflammatory treatment. No further information was provided. The synovial liquid analysis was performed on (B)(6) 2019. It was found negative for bacteria and fungus. The crystals (polarized light microscopy) were not detected. No growth was observed in the culture and it was found negative for fungus. No gram stain micro-organism was observed. Action taken: not applicable. Corrective treatment: synovial fluid was removed, naproxen, arthrocentesis, corticoids and cold given for had inflammation in each knee / inflammation in right knee. Outcome: recovering/resolving. A product technical complaint was initiated with results pending for the same. Additional information received on (B)(6) 2019 from physician. Symptom of synovial fluid was removed added. Corrective treatment added. Indication of suspect drug updated. Clinical course updated and text amended accordingly. Additional information received on (B)(6) 2019 from rheumatologist. Verbatim of event inflammation in each knee /inflammation in right knee updated. Based on additional information received, case updated to serious. Indication of suspect drug updated. Lab data updated. Clinical course updated and text amended accordingly.